Manufacturer narrative:
Root cause for the leak was tubing on fitting 79 to resolve leak. (B)(4).

Event description:
The customer reported noting a liquid leak around vl 79 of the beckman coulter coulter lh 750 hematology analyzer. Although the customer was able to locate the source of the leak, however, she was unable to get to it on the instrument. The customer did not report out any results. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected since the customer was getting hgb incomplete computation and did not report result out of the laboratory. The facility does have a risk management / exposure control plan is in place. On the day of the event, a field service engineer (fse) visited the customer and replaced the tubing on fitting 79 to resolve the issue. Feed through 79 / fitting 79, ff79 is part of the waste drain path from the cbc waste chamber vc11.